Event description:
Complaint conclusion summary: an aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is 6.4mm. Vessel morphology was reported to be non-calcified; no thrombus in the aortic neck, with an aortic neck angulation of 60 degrees. Current vessel morphology was that the aortic neck angulation has increase to 65 degrees. It was reported 26 months post stent graft implantation, the stent graft migrated approximately 5mm; however, there is no evidence of an endoleak. It was reported that the pt has a type ii endoleak, which is feeding the aneurysm sac. The cause of the migration may have been, due to the angulation of the aortic neck and the expansion of the aneurysm to 8.2 cm. The physician attempted to place coils to resolve the type ii endoleak; however, the physician was unable to gain access to perform the procedure. The physician has elected to refer the pt to another physician for treatment the type ii endoleak. The physician will monitor the stent graft placement; however, currently the physician is not concerned with the stent graft movement. The pt was reported to be fine, and no add'l clinical sequelae have been reported.